Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that balloon deflation failure, balloon rupture, and shaft detachment occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.75 x 38 synergy drug-eluting stent was deployed to treat the lesion. However, when balloon deflation was attempted, the stent balloon failed to deflate. After multiple attempts to provide negative pressure, the stent balloon ruptured. Part of the shaft of the stent delivery system sheared off and was retained in the lad. Snaring out of the shaft fragment was attempted but failed.